Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the classic piic central station was frozen. The ¿system¿ gives the appearance that it is working, however, the waves and parameter values are not updating. In some cases the clock (time) does not update and the mouse and keyboard do not respond. The issue was found during patient monitoring. There was no report of injury or harm.